Event description:
The customer reports the device has several issues with the device (fails to acquire 12 lead data).

Manufacturer narrative:
(B)(4). The customer reports the device has several issues with the device (fails to acquire 12 lead data). The device was evaluated at the philips repair bench and the reported complaint of the device not acquiring 12 lead data was confirmed. There was no reported pt involvement. It was found that replacing the internal memory card resolved the problem. All performance assurance tests passed and the device was returned to the customer. We will consider this a malfunction of the internal memory card that caused the device to fail acquiring 12 lead.